Manufacturer narrative:
(B)(6). The device was manufactured december 15, 2017 - december 19, 2017. Three (3) samples were received for evaluation. Visual inspection of the first sample revealed fluid in the bag that contained the sample. Further inspection of the first sample revealed that the tubing was broken at the solvent-bonded junction of the luer, and that a portion of the tubing remained in the luer. The reported condition was verified for the first sample. The cause of the condition could not be determined. Visual inspection of the second and third samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified for the second or third sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors were damaged and leaking. This was noted when opening the boxes upon delivery of the pumps to the facility. The pumps had been filled with 8g flucloxacillin, citrate buffer, and sodium chloride solution. There was no patient involvement. No additional information is available.